Event description:
It was reported that an x-ray revealed the right ventricular device dislodged to the atrium. The device was explanted and replaced to resolve the event. The patient was in stable condition.